Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
After review, these issues have been determined to be non-reportable. A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer reported symptom of weakness and was provided with insulin by the healthcare professional. Therefore, based on the information provided, there is no indication that an abbott diabetes care (adc) device contributed to a serious injury. No report is required.